Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Insulin pump error 63 alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace at u1 keypad assembly. Insulin pump received with cracked select button keypad overlay and pillowing keypad overlay. Test reservoir or pcap lock properly inside the reservoir tube. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self test. Customer was able to clear the alarm successfully. Customer was able to complete insulin pump rewind. Customer stated that they performed self test. Insulin pump passed self test. No harm requiring medical intervention was reported. The device was returned for analysis.